Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with blood. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set leaked while drawing blood. It was further reported that the unspecified volume of blood was leaking coming from the y-connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.